Event description:
It was reported that the patient had a major bleeding at the skin insertion site. Red blood cell concentrates were transfused (< or = 4 units and <8 units). Anticoagulant treatment was performed at the time of the event with warfarin and aspirin. Laboratory data included: international normalized ratio (inr) was 1.7, activated partial thromboplastin time (aptt) was 44 seconds, and platelet thrombocyte count (plt) was 18 of 90,000/ul. The cause of bleeding was a history of a lesion or disease at the site of bleeding that accelerated the development of bleeding (open wound after debridement of driveline infection). The association between hemorrhage and the product was probable because of hemorrhage of driveline-infected wounds.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. The patient's pervious infection was reported under MFR# 0002916596-2014-01466 and . Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be determined. The patient remained ongoing following the event until being explanted on (B)(6) 2014 (see MFR# 2916596-2015-00179). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. The patient care and management section provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.